Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarm for power system error detected. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot for power error but internal source was unable to charge and notification light did not immediately stop flashing. Customer advised to monitor the pump after inserting new battery and call back if problem persist. Insulin pump will not be returned for analysis.